Manufacturer narrative:
UDI number: (B)(4). Note: this surgical valve was implanted off label in the pulmonary position. The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and regurgitation. Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25 mm aortic valve implanted in pulmonary position for four years, seven months, underwent valve-in-valve procedure due to pulmonary stenosis and regurgitation. A 26 mm transcatheter valve was implanted inside the 25 mm valve.

Manufacturer narrative:
Attempts to retrieve additional information were unsuccessful. If additional information is received a supplemental MDR will be submitted. The clinical observation could not be confirmed. The cause of the event remains indeterminable; however may have been impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.